Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), the damaged lemo connector was replaced on the board and the module was returned to service.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a broken connector in the back of the safety monitor. As a result, an alternate monitor was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.